Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description. Service report and log files were not provided. Our field service engineer (fse) was on-site investigated the issue further and found it was found that several parts were damaged and required replacement. There is no further information on how or if the issue has been resolved. Due to lack of information needed for the root-cause analysis, we have not been able to identify the root cause.

Event description:
Manufacturer's ref.#: (B)(4).